Manufacturer narrative:
An olympus technician evaluated the device at the facility and found the connection socket was okay. The technician advised the customer to check the non-olympus endoscope preprocessor because both endoscopes with which the error codes occurred were full of fluid. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that error code b31 and error code e216 occurred on the subject device with two different endoscopes and the flat plug socket was defective. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the communication error (b31) was displayed because the connector of the combined scope was wet. The event can be prevented by following the instructions for use which state: "before connecting the video connector to the video system center, confirm that the video connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts if the endoscope is used with wet and/or dirty electrical contacts, the endoscope and video system center may malfunction." Olympus will continue to monitor field performance for this device.